Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side ¿exchange from textured to a smooth implant due to the patients concerns with the product¿. Patient reported left side ¿my implant feels like it has ridges, or like it¿s not full anymore¿ not related to the device. Device remains implanted.